Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that customer experienced hyperglycemia also the insulin pump had blank display. The customer blood glucose level was 482 mg/dl. Customer was calling back with blank display after receiving new battery cap. Customer stated display did not returned. Customer also stated that insulin pump received pump error alarm. Customer was able to clear the alarm and did not receive request to rewind insulin pump. Customer also stated that they had tried 10 batteries and got a battery failed alarm on insulin pump. The insulin pump will returned for analysis.

Manufacturer narrative:
Device powered up after battery installation and was stuck in a battery failed alarm notification screen and reboot/medtronic logo loop, problem isolated to the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test or verify pump error 53 alarms due to battery failed alarm loop. Device was also received with the serial number and end cap address labels missing.